Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula was kinked. Reportedly, her blood glucose level was 200 mg/dl, which she self-treated with a bolus but it still increased. Subsequently, she was admitted to the hospital and was given some unspecified fluids as corrective treatment which resolved the issue. She was hospitalized for two days and there was no permanent damage to her. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.